Event description:
It was reported that during a colonic stenting treatment procedure, the stent was explanted. The target stricture was located in an unspecified colonic location. A wallflex enteral colonic 30/25x 12 230cm stent was successfully deployed to treat the target stricture. The delivery catheter and unspecified scope were removed from the patient. It was noticed that the stent had not released from the catheter and was explanted. No further intervention was performed at that point. An unspecified type of surgery was rescheduled for the following day. There were no patient complications reported with the patient's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.